Manufacturer narrative:
All info provided by manufacturer, no medwatch form was rec'd. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation: the reported field event of a set screw anomaly was confirmed in the laboratory. The cause of the anomaly was found to be due to silicone, septum material found inside of the vstring set screw hex cavity. The silicone prevented full insertion of the torque driver into the hex cavity. When pressure was applied to tighten the set screw, the hex cavity was rounded (stripped). This silicone material in the set screw hex cavity can also give the impression of a stripped set screw when the torque drive cannot be fully inserted.

Event description:
It was reported that during atrial lead revision, the set screw was stuck and would not turn. The stuck set screw was reported to be the source of noise issue. The device was explanted.